Event description:
It was reported that the system was not implanted due to femoral/iliac vein too tortuous. A groin ultrasound one day following the implant attempt indicated near occlusive thrombus of right common femoral vein extending into right external iliac vein. The patient was hospitalized and received subcutaneous medication. Placement of an inferior vena cava (ivc) filter is planned. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the post approval network (pan) product surveillance registry (psr).